Manufacturer narrative:
Initial reporter occupation: lead tech the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the case was finished, the tr band 2 was applied, and the patient left the table with fourteen (14) - fifteen (15) ml's in the band. They went back to recovery and waited the one (1) hour to begin releasing the air per protocol; however, the band was completely flat and deflated.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update sections b1 and b2, to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 12 jun 2023: the procedure prior to the use of the tr band was a heart catheterization. Hemostasis was achieved by holding pressure. There were no noticeable damage to the device. The device was not manipulated before use in any way.the tr band was stored like normal, in a room that was temperature controlled. The patient was stable and there was no blood loss.